Manufacturer narrative:
Device evaluation: lens was returned dry in a micro centrifuge vial. Visual inspection found residue and debris on the lens and the lens haptic has a tear. Claim #: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: another similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vich13.2 implantable collamer lens, +05.00 diopter, in the patients left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to angle closure, with elevated intraocular pressure. The lens was exchanged for a shorter lens on 04/03/2019 and the problem was resolved.